Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegations was not confirmed. Therefore, it was determined that the product specifications were met. Based on the results of the investigation and information obtained from this complaint, the most probable cause could not be identified. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had e224 error message. There were no reports of patient harm.